Manufacturer narrative:
Per good faith effort (gfe) response received 13sep2024, the customer verified the pin alignment between the data acquisition (da) printed circuit board assembly (pcba) and solenoids-- the customer was able to confirm that the pins under the da pcba were connected while using a mirror. The customer checked other connectors throughout the device to confirm that everything was connected properly. The device had never been repaired other than having scheduled preventive maintenance (pm), and nothing in the pm called for removing the board or valves. The customer ultimately ordered and installed the replacement da pcba and solenoid valves, and the issue was resolved. The customer let the device run for a while, and the issue did not reoccur. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "the proximal pressure is not measured, and pressure-related alarms are compromised" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that a 110b "the proximal pressure is not measured, and pressure-related alarms are compromised" error occurred. The biomedical engineer (bme) was able to duplicate the reported issue and found the 110b error code in the significant event log. The remote service engineer (rse) advised checking the pin alignment between the data acquisition (da) printed circuit board assembly (pcba) and solenoids and provided the part number of the replacement da pcba and solenoids for repair. The investigation is ongoing.